Manufacturer narrative:
Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a clinical technical summary written by edwards lifesciences, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. The instructions for use (IFU) lists cardiovascular injury that may require intervention (including perforation or dissection of vessels, ventricle, myocardium or valvular structures, annular tear or rupture) as a potential risk associated with the overall tavr procedure. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter aortic valve replacement. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous aortic valve implantation, additional in-valve balloon dilation on a heavily calcified native aortic valve, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of paraprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a device malfunction contributed to these adverse events. Investigation results suggest/indicate procedural factors (pressure from the implanted valve on cardiac structures) likely contributed to the post procedure 3rd degree av block. In addition to the procedure itself, patient factors and co-morbidities may have contributed to the reported fistula/vsd, and subsequent pericardial effusion. Although the cause of death was not able to be confirmed, the procedure and patient factors may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliate in the (B)(6), a 26mm sapien 3 ultra valve was deployed successfully, with no complications seen post-procedure. The patient was taken to the ccu for recovery. On postoperative day (pod) 1, a pericardial effusion and intermittent high-grade av block (with atrial tachycardia episodes) occurred. No permanent pacemaker (ppm) was implanted. Unfortunately, the patient passed away. Although it is not clear what the cause of death was, the patient was reported to be quite frail and unwell. It was noted that a few days prior to tavi, a pea cardiac arrest occurred. The tavi was considered very high risk, however was the patient¿s only option. Review of the post tavi CT showed satisfactory deployment of the sapien 3 ultra valve, and no proximal aortic dissection, within the limits of the CT study. The native annulus appeared intact, no residual pericardial collection and no aortic root hematoma was noted. The post-procedure echo demonstrated a small restrictive fistula/ventricular septal defect (vsd) from the aortic annulus rv. No vsd surgical or percutaneous intervention was performed. Per medical opinion, the fistulae/vsd may have been the cause of the effusion. The cause of death remains unclear. No evidence of annular rupture was observed. As per medical opinion, there was no evidence that the death was caused by an edwards device.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).